Event description:
Company representative sent a repair request reported with an issue of "scope connector labels peels off". No harm was reported. No patient harm, no user injury reported. Device evaluation found the color tone of the image is abnormal. This report is being submitted due to the finding of color tone of the image is abnormal (image is only magenta or green) identified during device return evaluation.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found the reported issue of "scope connector labels peels off" was not able to be confirmed. However, device evaluation found the indication on the video plug section is not correct. The video connector case found with a crack. Adhesive on the a-rubber (adhesive connection) has a chip. Scratch observed on the a-rubber (insertion section), distal end c-cover, grip, light guide connector, control unit and dirt noted on the universal cord. These findings attributed due to physical/chemical stress , handling issue. Furthermore, inspection found the color tone of the image is not proper, noted to be abnormal (image noted to be magenta or green only). Service repair noted that this is due to the damage on the ccd unit. Legal manufacturer investigation: a review of the device history record found the subject device was shipped in accordance with specifications. The root cause of the subject event was not conclusively specified. However, it was presumed that the observed phenomenon (abnormal color tone) was caused by breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as integrated circuit chip and capacitor. Instruction for use: the operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.6 inspection of the endoscopic system¿ as below. [Inspection of the endoscopic image] before inspection, wipe the objective lens using a clean, lint-free cloths. Turn on the video system center, light source, and video monitor. Inspect the endoscopic image. Adjust the brightness level as appropriate. While observing the palm of your hand, confirm that the examination light is on and that the endoscopic image is free from irregularities. Angulate the endoscope and confirm that the endoscopic image is free from irregularities. Feedback to user: service business center (sbc) to inform the user to handle the device in accordance with IFU by reviewing IFU for prevention of recurrence of the subject event. Olympus will continue to monitor complaints for this device.